Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient in social media that she underwent a sling procedure on an unknown date. Following the procedure, the patient developed scar tissue after having many surgeries to remove the mesh that eroded, twisted, hardened and invaded other places. The patient experienced pain, nerve damage, infection and unable to have intercourse. No further information was provided.